Event description:
Customer reported erroneous differential test results for two pt samples when using a coulter lh 750 hematology analyzer. There were no instrument generated flags for the presence of blast cells for one of the two pt samples. The test results were determined to be erroneous based on test results from a coulter gen-s system and manual differential results. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for the first of two analyzers.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Flagging sensitivity was set at [2212], which is set to the mid-level setting for all except low level for imm ne 1. Raw data analysis was completed for data received for one of the two samples (ID (B)(6)). The data analysis showed elongated or long-tail neutrophil population. The software algorithm set imm ne 1 and imm ne 2 flags because of the abnormal pattern. Root cause for the other sample could not be determined because data was not received. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00735.

Event description:
Customer reported erroneous differential test results for two pt samples when using a coulter lh 750 hematology analyzer. There were no instrument generated flags for the presence of blast cells for one of the two pt samples. The test results were determined to be erroneous based on test results from a coulter gen-s system and manual differential results. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for the first of two analyzers.

Manufacturer narrative:
The instrument was within qc specs with respect to controls (accuracy) and reproducibility (precision). Flagging sensitivity was set at [2212], which is set to the mid-level setting for all except low level for imm ne 1. Service info was not provided. Raw data analysis was completed for data received for one of the two samples (ID (B)(6)). The data analysis showed elongated or long-tail neutrophil population. The software algorithm set imm ne 1 and imm ne 2 flags because of the abnormal pattern. Root cause for the other sample could not be determined because data was not received. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4), 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00735.